Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-09-30 h6: investigation summary samples were received and an investigation was performed. No DHR review can be carried out as lot number is unknown. A clog test as per tp700483 was carried out on the returned sample and no issues were observed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: the patient reported as follows: I attached the pen needle (micro-fine plus 31g×5mm) straight onto the pen but the drug didn't come out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: the patient reported as follows: I attached the pen needle (micro-fine plus 31g×5mm) straight onto the pen but the drug didn't come out.